Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure lower haptic did not engage. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).